Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. Atrial lead showed signs of dislodgment as loss of capture (loc) after pocket closure. Chest x-ray confirmed this. No additional adverse patient effects were reported.